Event description:
The customer reportedly obtained a 130mg/dl and 270mg/dl on the accu-chek advantage system within a ten minute timeframe. The caller reports that the customer does not wash his hands and may have touched something prior to testing. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.